Event description:
It was reported the shaft broke. The 90% stenosed target lesion was located in the moderately tortuous, moderately calcified distal left anterior descending (lad) artery. The physician attempted to deploy non bsc stent through a guidezilla extension catheter, but could not cross the lesion. Since the guide exit port of the guidezilla was placed at the flexion of the aorta, the stent came into contact with the exit port and the stent was lifted. The stent was exchanged to another non bsc stent, but the distal tip of the 2nd stent was lifted, too. The guidezilla was almost separated at the exit port. The physician decided not to use the guidezilla. The stent was exchanged for a shorter one in length. The procedure was completed with a 3rd stent which was able to cross the lesion and deployed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).